Manufacturer narrative:
Investigation summary: event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed, and similar complaints were identified for this product; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided; however, picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination.

Event description:
It was reported that prior to using plate columbia ag 5% sb 90mm 20, contamination was observed on 40 plates. No patient impact reported. The following information was provided by the initial reporter: "event description: the plates, when taken out of the box, appear contaminated. As of today (14/08/2023) we have had to remove about 40 of them."

Manufacturer narrative:
E.1. Initial reporter prefix: (B)(6). E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using plate columbia ag 5% sb 90mm 20, contamination was observed on 40 plates. No patient impact reported. The following information was provided by the initial reporter: "event description: the plates, when taken out of the box, appear contaminated. As of today (14/08/2023) we have had to remove about 40 of them."